Manufacturer narrative:
An isi fse conducted add'l investigation and evaluated the sys. Sys testing was performed and the sys passed all required tests. The functionality between the mtms and the psms worked as intended and the icon selection change feature functioned normally. The isi fse was unable to reproduce the customer reported failure mode and the root cause of the customer reported failure mode is inconclusive. As of sept. 24, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the da vinci prostatectomy procedure the customer experienced issues with a pt side manipulator (psm) where the sys recognized the instrument installed on the psm, but the psm would not enter into following mode. Multiple instruments and instrument sterile adapters were tried on the psm, however, the psm would still not enter into following mode. No sys error codes were generated for this issue. An isi field svc engineer (fse) verified with the customer via telephone that psm was assigned to the correct master tool manipulator (mtm) and requested that the customer press the emergency power off button and then the fault override button, which was unsuccessful in resolving the issue. The procedure was converted to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.